Event description:
A prostyle device was received at abbott vascular. Analysis of the device noted that the suture was returned partially exposed from the guide tube, and the posterior needle tip was ejected from the posterior needle shank, consistent with a cuff miss [suture retrieval issue]. There was no information reported regarding this device; therefore, the method of hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported insufficient information was observed as a needle to cuff miss. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the observed needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event has been estimated.